Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. The patient reproted hearing a high frequency electrical noise only when pump is awake and when they are manuvering through screens including the cgm screens. The patient stated it sounds almost like a tv static noise. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/26/2016 with the following findings: investigators were unable to duplicate or verify reported issue. No unusual noises heard while pump is awake. No defect found related to pi. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.